Event description:
The customer reported that the system displayed a cine disk error message and the loss of cine functionality. The cine function failed to operate, thereby losing subtraction, road-mapping, or other critical vascular cine functions. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine disk drive connector was reseated. The system was tested and found to be working as intended and put back into service.